Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the vasoview 6 pro the tip was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).